Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has separated inside the handle. The proximal end of the drive wire was bowed indicating proper torque of the securing component. Using a hemostat to grasp the drive wire, the clip was opened and closed. A sight catch or increase in resistance was observed in the movement of the drive wire once the clip was pulled half way into the housing prior to deployment. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examined and determined that the drive wire was within the appropriate manufacturing specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the "catch" or increase in resistance felt upon closing the tip can lead to add'l resistance at the handle which can cause the drive wire to detach from the handle spool. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrence of drive wire disconnection. This product was manufactured prior to implementation of this corrective action. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used to treat a bleeding ulcer in the stomach. The device was advanced through the endoscope channel and positioned at the clipping site. The clip opened up and when the physician attempted to deploy the clip, the handle on the top broke. The drive wire cable snapped inside the handle. The clip was attached to the targeted site when this occurred and was removed by gently pulling on the clip. Another device was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.